Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was not reported. Additionally, following the electronics performance indicator (epi), an alert was received by the clinician. No additional information was reported.